Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter safety mechanism did not retract the needle. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Customer informed by e-mail on (B)(6) 2018: there was no needle stick. No damage. No medical/surgical intervention. No blood/chemo exposure. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A complaint history check was not performed as the lot number is "unknown" for this complaint. It was not possible to perform a device history record analysis, since the claimed batch is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter safety mechanism did not retract the needle. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter safety mechanism did not retract the needle. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Customer informed by e-mail on (B)(6) 2018: there was no needle stick. No damage. No medical/surgical intervention. No blood/chemo exposure. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A complaint history check was not performed as the lot number is "unknown" for this complaint. It was not possible to perform a device history record analysis, since the claimed batch is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.